Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The proximal set up joint (suj) was analyzed. The error was confirmed in the field via logs but was not replicated in house. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the proximal set up joint (suj) and outer pitch (op) flex assembly on the patient side cart (psc) due to error 32100. The system was tested and verified as ready for use. Isi received the op flex assembly involved with this complaint to perform failure analysis. Failure analysis investigations could not reproduce the reported failure (error 32100). However, the error could be confirmed as having occurred via the field error logs. The op flex assembly was plugged into a system and did not trigger any errors in normal mode. The op flex assembly was also clutched through full range of motion (rom) and also did not have any issues. Isi has received the proximal suj or evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system was getting a fault on arm 1 while docking. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted error 32100 on armnet 1. The tse had the customer perform a hard power cycle on the patient side cart (psc), but the error persisted. The customer informed the tse that they needed all four arms for the procedure. The customer elected to continue the operation with another psc. The procedure was converted to another da vinci surgical system with no reported injury. Isi followed up with the customer and obtained the following additional information regarding the reported event: the reported event occurred prior to docking. The system functionality was checked upon powering on and the system initially powered on without errors.